Event description:
Hospitalized due to high blood glucose. Customer stated that customer may have been coming down with something and customer took battery out of pump and went on insulin drip. Stated customer inserted battery and received "a battery out limit alarm."